Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9354361, medical device expiration date: 2024-12-31, device manufacture date: 2020-02-27, medical device lot #: 0003842, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-20. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield came off during activation with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: loose security cap on the needle, that pops off when activation of the security is done.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on:(B)(6) 2020 h.6. Investigation summary bd received 14 samples from the customer for investigation. 14 samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA)(B)(4).

Event description:
It was reported that the safety shield came off during activation with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: loose security cap on the needle, that pops off when activation of the security is done.